Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. The service technician was unable to verify the reported "not delivering breaths" and "no vent settings available" problem. The unit passed the circuit leak test multiple times at different angles; ventilator passed the button test and the display check, no problems accessing and adjusting the alarms, vent config and vent control settings. The unit passed 73.8 hours of extended testing and passed the initial final test and initial alarm volume test.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the revel ventilator is not delivering breaths according to the information he received. At this time, there is no information regarding patient involvement associated with the reported event.